Manufacturer narrative:
It was reported that the patient is experiencing persistent joint effusion and clunking. During the revision surgery it was discovered that the femoral and tibial components were loose and the patient's femur had significant bone loss anteriorly. The surgeon confirmed that the issue definitely wasn't related to the manufacturing of the device. The device was explanted and the patient received a full revision to an off-the-shelf implant. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient is experiencing persistent joint effusion and clunking. During the revision surgery it was discovered that the femoral and tibial components were loose and the patient's femur had significant bone loss anteriorly. The surgeon confirmed that the issue definitely wasn't related to the manufacturing of the device.